Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin. However, occlusions continued and a replacement pump was sent to the customer to resolve the issues.